Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) lead channel suspected to be caused by electromagnetic interference (emi). It was noted that the noise oversensing led to an inappropriate anti-tachycardia pacing (atp) episode. No adverse patient effects were reported. This system remains in service.